Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 11-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, clonidine, bupivacaine, baclofen, and dilaudid via an implanted pump. The indication for pump use was spinal pain and non-malignant pain. On 21-jun-2019 the patient reported that she was having an MRI on (B)(6) 2019. Per the patient, the MRI was for a ¿possible granuloma around the pump¿ and the patient stated that she ¿feels like the medication is not working too well¿. The issue began about 6 months ago. No further complications have been reported as a result of this event.